Event description:
The complainant alleged during biomed testing, the device displayed a "status 90" message while attempting to charge. The complainant indicated that there was no pt involvement in the reported malfunction.